Event description:
It is reported that the patient is experiencing abductor tendinitis.

Manufacturer narrative:
Primary surgical notes were received and state the hip had good range of motion and stability. Office follow up notes, dated on (B)(6) 2012, state that the patient has some chronic pain laterally, like abductor tendinitis and some trochanteric bursitis, but otherwise was doing well with the hip and think some of the chronic pain was due to the patient's previous narcotic use and dependence. It appears that the alleged event is not device related and is most likely, as stated in the office follow up notes, related to the patient's prior narcotic dependence. : it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.